Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that no insulin was seen exiting the infusion set tubing during the fill tubing step. Reportedly, the customer changed the infusion set multiple times and continued to not see insulin exiting the infusion set tubing. During troubleshooting with tandem's technical support, the customer confirmed that insulin was seen exiting the patient line. Additionally, it was reported that the cartridge canister leaked. Reportedly, this cartridge was filled with 300 units. All the supplies were changed to address the event and insulin delivery was resumed. There was no impact to the customer's blood glucose level.